Event description:
The user facility reported that staff were unable to flush saline through the side-port of an inserted introducer during preparations for impella implant. It was noted by the physician that they were unable to compress their saline syringe when placed in the side port for the flush. The introducer was replaced with an onsite spare and the subsequent implant was successful. There was no patient harm.

Manufacturer narrative:
The impella device was received from the customer and an evaluation of the device is ongoing. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation into the reported introducer damage has been completed since the original report was filed. Product was returned and investigated. The three way introducer valve was found to be damaged and did not pass reverse flow. Upon further investigation, it was observed that there was no flow path in the valve to begin with. The product was manufactured incorrectly. Per the clinical information and the investigation, the root cause of the introducer issue was a damaged valve related to manufacturing operator error. The product is a malfunction.